Event description:
Nine samples were received for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0014-1. Under microscopic examination, excess glue was observed around of the secondary port. Secondary line infusion was tested with a set rate of 1000ml/hr and set volume of 10 ml and secondary line was connected to a saline solution bag. Alarm "occlusion upstream" was on the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. The customer complaint is confirmed. The probable root cause of the reported incident is most likely related to excess solvent applied during the manufacturing process. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line. The batch record fa24i05127 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: back in january customer had several ivenix blood tubings that were giving an occlusion error and unable to back prime the secondary tubing. Customer tried several different pumps as well as gravity and didn't make any headway with the tubing. Back in january customer had several ivenix blood tubings that were giving us an occlusion error and unable to back prime the secondary tubing. A preliminary review of the logs identified the following issue: clogged admin set an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.